Event description:
While treating an adult pt with the model 3100a, the piston center display indicated the piston had drifted off center, but the operator was unable to re-center. The operator was instructed to re-center based on maximum oscillatory pressure and to ignore the piston center display. The pt was not compromised.